Event description:
Caller reports that during a correlation study, the following coaguchek s/coaguchek xs results were obtained: patient 1) 1.6 inr/2.1 inr. Patient 2) 1.3 inr/1.8 inr. Patient 3) 1.7 inr/2.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 3: hematocrit: 34.7%. No further patient information provided. This medwatch is for suspect device in coaguchek s system. Caller did not provide which strip lot produced specific results. Reference medwatches with patient for other possible coaguchek s strip lot. 200074151a/200074151b for coaguchek xs systems.